Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed ¿ for the returned parts a visual check was performed, no issues were detected which are attributable for a production failure. One of the two screws shows shiny areas on the thread, this indicates a mechanical friction after the production (after production because the anodizing layer is no more on the thread). An additional visual check with a microscope confirms that the shiny areas occur due to of wear and tear. Based on these facts, the complaint is rated as not confirmed and not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had difficulty inserting the screws. It was not reported specifically what happened with the screws other than the surgeon could not get them inserted even after many attempts.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported screws were never inserted in the patient¿s bone, however, the surgeon tried inserting them by a screwdriver with the use of 311.430 and 314.467 according to the technic guide. Eventually, the surgeon used another screw instead to complete the surgery. There was 15 minutes of delay in the surgery. No patient harm was reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Additional product code: hwc. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 1st april 2014, expiry date:1st march 2024, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.